Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated an inaccurate sensor reading that triggered a threshold suspend. The blood glucose was 138 mg/dl and sensor glucose was 90 mg/dl which is outside of the acceptable range. Troubleshooting indicated that the sensor reading low limit had been set to 90 mg/dl. No harm requiring medical intervention was reported. The customer will discontinue use of the device.